Manufacturer narrative:
The customer's calibration was ok. The signals were higher than expected. The qc had a result outside -2sd and was not ok. The investigation reviewed the system's alarm trace and no abnormalities were found. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter received a questionable elecsys hcg + beta test system result for one patient sample with a cobas e411 immunoassay analyzer. The initial result was 0.388 miu/ml. The repeated result was 14.38 miu/ml. The second repeated result was 14.77 miu/ml. The third repeated result from different e411 was 15.2 miu/ml. The questionable result was not reported outside of the laboratory. The third repeated result of 15.2 miu/ml was deemed correct. The reagent lot number was 551036 with an expiration date of 31-oct-2022.